Event description:
The pt reported to manufacturer that since being implanted with their vns they could not talk. The pt was seen by an ent physician and it was noticed that they had left vocal cord paralysis. It was believed to have been caused by the vns surgery. The pt's physician is to decide if the vns is going to be programmed on or left programmed off.